Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer seeking medical attention. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 13-sep-2023 to ensure that the customer's condition had improved - able to establish contact with customer's son who stated customer did not currently have any diabetic symptoms. Son had taken customer to the hospital on (B)(6) 2023 and stated that the customer's blood glucose was high. Son declined to provide further details. Customer's son stated he gave customer insulin due to high blood glucose and that she is fine now, her blood glucose went down.

Event description:
Consumer reported complaint for error message (e-3). Son, who is customer's caregiver, is calling on behalf of the customer. During the call, a blood test was performed by the customer and produced test result of 599 mg/dl using true metrix meter (did not disclose if fasting or non-fasting). The customer¿s expected blood glucose test result range was not disclosed. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 01/24/2025 and open vial date is (B)(6) 2023. At the time of the call the customer reported feeling shaky. Son stated he was going to contact the customer's doctor.